Event description:
Not a regulatory product complaint. Originally registered as an implant removal but then upon further information provided by the customer, the complaint was rejected. Report number however was already issued and transmitted.

Manufacturer narrative:
No rpc, as described in b5.